Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. Upon receipt of the sample the thumb valve was stuck in the depressed position. The thumb valve was gently manipulated during the decontamination and evaluation process and it remained in the depress position. Investigation is ongoing. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "a 14-french inline suction catheter, suction port, was stuck in the down position resulting in loss of expired volume. This impacted the patient's tolerance to mechanical ventilation until corrected. There was no injury to the patient." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).